Event description:
It was reported that the patient underwent a gynecological procedure to treat recurrent stress urinary incontinence on (B)(6) 2012 and sling was implanted. The patient also had a previous sling removed at that time. The patient has experienced pain, erosion of her internal tissues, and she has undergone additional surgeries. She received botox injections in the vagina due to mesh erosion on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02663. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.